Event description:
It was reported that during a surgical procedure, the blade broke in the mount area. It was also reported that the broken piece did not fall into the surgical site. It was further reported that another blade was readily available to successfully complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. The returned blade was measured where possible and all critical specifications were met. Upon visual examination, it was confirmed that the blade was broken at the ground location of the mount. Replication testing was performed and the investigation results indicate that the breakage was most likely caused by excessive force, prying or change of direction during cutting.